Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('when mine came out the scar tissue was stuck like super glue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain"), haemorrhagic cyst ("3cm hemorrhagic cyst"), cyst rupture ("when it was bigger and ruptured") and scar ("when mine came out the scar tissue was stuck like super glue"). At the time of the report, the medical device removal, pelvic pain, haemorrhagic cyst, cyst rupture and scar outcome was unknown. The reporter considered cyst rupture, haemorrhagic cyst, medical device removal, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, haemorrhagic cyst, cyst rupture , scar tissue and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: medical device removal scar tissue was added as a event. Case upgraded to incident category reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic cyst ("3cm hemorrhagic cyst"), cyst rupture ("when it was bigger and ruptured"), scar ("when mine came out the scar tissue was stuck like super glue"), tooth fracture ("2 cracked"), papilloma viral infection ("hpv"), gastrointestinal disorder ("gi problems"), amenorrhoea ("don't have periods"), seizure ("seizures"), cardiac disorder ("hear issues") and alopecia ("hair fall"), underwent tooth extraction ("2 pulled") and was found to have biopsy cervix ("punch biopsies"), vitamin d decreased ("extremely low vitamin d/I was at 6") and weight increased ("140 a little over a month ago"). The patient was treated with surgery (hysterectomy and removal of cervix). Essure was removed. At the time of the report, the pelvic pain, haemorrhagic cyst, cyst rupture, scar, tooth fracture, tooth extraction, papilloma viral infection, biopsy cervix, vitamin d decreased, gastrointestinal disorder, seizure, cardiac disorder and alopecia outcome was unknown and the weight increased was resolving. The reporter considered alopecia, amenorrhoea, biopsy cervix, cardiac disorder, cyst rupture, gastrointestinal disorder, haemorrhagic cyst, papilloma viral infection, pelvic pain, scar, seizure, tooth extraction, tooth fracture, vitamin d decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: tooth fracture and tooth extraction, biopsy cervix, papilloma viral infection, vitamin d decreased, gastrointestinal disorder, amenorrhoea, weight increased quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " heart disorder and seizures¿ was added. Reporter were added. On 23-mar-2020: information received via social media. Events " alopecia¿ was added. Reporter were added. On 23-mar-2020: information received via social media. No new clinical information received. On 23-mar-2020: social media received: event "140 a little over a month ago" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('when mine came out the scar tissue was stuck like super glue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pain"), haemorrhagic cyst ("3cm hemmorhagic cyst"), cyst rupture ("when it was bigger and ruptured") and scar ("when mine came out the scar tissue was stuck like super glue"). At the time of the report, the medical device removal, pelvic pain, haemorrhagic cyst, cyst rupture and scar outcome was unknown. The reporter considered cyst rupture, haemorrhagic cyst, medical device removal, pelvic pain and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, haemorrhagic cyst, cyst rupture , scar tissue and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('when mine came out the scar tissue was stuck like super glue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("2 pulled") and experienced pelvic pain ("pain"), haemorrhagic cyst ("3cm hemmorhagic cyst"), cyst rupture ("when it was bigger and ruptured"), scar ("when mine came out the scar tissue was stuck like super glue") and tooth fracture ("2 cracked"). Essure was removed. At the time of the report, the medical device removal, pelvic pain, haemorrhagic cyst, cyst rupture, scar, tooth fracture and tooth extraction outcome was unknown. The reporter considered cyst rupture, haemorrhagic cyst, medical device removal, pelvic pain, scar, tooth extraction and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: tooth fracture and tooth extraction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event 2 cracked and 2 pulled were added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy/when mine came out the scar tissue was stuck like super glue') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and tooth extraction ("2 pulled"), experienced pelvic pain ("pain"), haemorrhagic cyst ("3cm hemorrhagic cyst"), cyst rupture ("when it was bigger and ruptured"), scar ("when mine came out the scar tissue was stuck like super glue"), tooth fracture ("2 cracked"), papilloma viral infection ("hpv"), gastrointestinal disorder ("gi problems") and amenorrhoea ("don't have periods") and was found to have biopsy cervix ("punch biopsies") and vitamin d decreased ("extremely low vitamin d/I was at 6"). The patient was treated with hysterectomy and surgery (removal of cervix). Essure was removed. At the time of the report, the medical device removal, pelvic pain, haemorrhagic cyst, cyst rupture, scar, tooth fracture, tooth extraction, papilloma viral infection, biopsy cervix, vitamin d decreased and gastrointestinal disorder outcome was unknown. The reporter considered amenorrhoea, biopsy cervix, cyst rupture, gastrointestinal disorder, haemorrhagic cyst, medical device removal, papilloma viral infection, pelvic pain, scar, tooth extraction, tooth fracture and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: tooth fracture and tooth extraction, biopsy cervix, papilloma viral infection, vitamin d decreased, gastrointestinal disorder, amenorrhoea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 8, 9, 10, 11, 12 were processed together. Social media received. Reporter added. Event : hpv, punch biopsies added. On (B)(6) 2020: fu 8, 9, 10, 11, 12 were processed together. Social media received. Reporter added. Event : extremely low vitamin d/I was at 6, gi problems added on (B)(6) 2020: fu 8, 9, 10, 11, 12 were processed together. Social media received. Reporter added. Event : don't have periods added. On (B)(6) 2020: fu 8, 9, 10, 11, 12 were processed together. Social media received. Reporter added. On (B)(6) 2020: fu 8, 9, 10, 11, 12 were processed together. Social media received. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.